Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope had reduced angulation and there was crystallization and yellowing at the insertion tube. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The customer indicated the device would not be returned to olympus for repair and would instead be sent to a third party for repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.